Manufacturer narrative:
The device has not yet been received for physical evaluation. A plant investigation is still ongoing and a supplemental report will be submitted upon completion.

Event description:
A peritoneal dialysis patient reported that she was hospitalized for an infection and didn't know the cause of the infection. According to the patient's peritoneal dialysis nurse, the patient was hospitalized from (B)(6) 2013 for peritonitis. She said the infection was not a result of a leak or machine issue, the patient self-contaminated; she was not properly washing her hands or wearing a mask and would also touch her catheter. She has been retrained regarding aseptic technique. The patient is reportedly in her late 60s. Sample available.